Manufacturer narrative:
The mayfield composite series base unit (a3101) was returned for evaluation: device history record(DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the unit received was out of adjustment and was failing pressure testing and was without the adjustment collar cap. The unit was readjusted, and the missing cap was replaced. General maintenance and cleaning is also required. Root cause - the reported complaint was confirmed. Unit received was out of adjustment and failing pressure testing. Probable root cause is device wear from routine use and lack of preventative maintenance. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield composite series base unit (a3101) was not holding its lock. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.